Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: dtmb1d1 crtd implanted: (B)(6) 2017; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device showed that short circuit protection occurred resulting in less than programmed high voltage energy delivery. The device remains in use. This incident was not reported by a health care provider; therefore, no patient complications were reported. It was noted the device delivered one anti-tachycardia pacing sequence (during charging) and a total of six shocks for an episode of ventricular fibrillation (vf). The device triggered short circuit protection (scp) for all six shocks, as the short circuit protection feature truncates high-voltage energy delivery when unexpected additional current (due to a short-circuit in the circuitry) is detected during shock delivery. None of the six shocks delivered converted the arrhythmia. It was suspected that based on the device data, the patient had passed away given the sustained arrhythmia. It was later identified based on an internet search that the patient passed away on the same day of the episodes. Additional information o btained noted on the day of the reported episode, the patient was experiencing nausea, diaphoresis, and chest cramping. The patient was found deceased the next day after failing to answer their phone. Emergency responders and physicians involved with the case suspected the death to be a result of a ¿massive¿ myocardial infarction. It was further reported that the right ventricular (rv) lead may have contributed to the short circuit protection occurrence.